Manufacturer narrative:
The cause of the reported issue was due to the infusion set tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after passing out due to a high blood glucose (bg) level of 671 mg/dl. The customer was given IV fluids and injections in order to lower their high bg. Reportedly, the cause of the reported issue was due to the customer having a bent cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.